Manufacturer narrative:
Information obtained from the customer revealed that the problem was found by the site and was due to a loose connection to the pdm (patient data module) at the trunk cable which was corrected by the replacement of the thumb screw. Additionally, a blown fuse was found and subsequently replaced. The customer stated that once the hardware was replaced, the problem was correct. No further instances have occurred. Device labeling, user manual, addresses the potential for such an occurrence in the general equipment care section with statements such as, "inspect overall physical condition of the system components, peripherals, and interconnecting cables. Perform any corrective actions required." For this reason, conclusions code 18 (failure to follow instructions) was used. Further, there was no indication from the available information that the problem was caused from device malfunction and/or product defect.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On september 08, 2016, a customer reported to merge healthcare that problems were experienced with the patient data module (pdm) resulting in no communication to the hemo monitor after sedation and active monitoring were initiated. The delay time was ~10-15 minutes. With merge hemo not capturing physiological data, there is a potential for incorrect treatment that could cause harm to the patient. The customer reported that the procedure was completed successfully using external equipment that included a "dash monitor and a crash cart monitor." Reference complaint number (B)(4).